Event description:
It was reported that the tip of the device broke off.

Event description:
It was reported that the tip of the device broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. However, the unit did present outer tube damage (bent/dented). A possible root cause for outer tube damage could be user misuse/mishandling. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.